Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 05/24/2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the cannula is safely housed inside the applicator body. The reported event of a detached cannula was not confirmed. A root cause could not be determined.